Manufacturer narrative:
(B)(4).

Event description:
It was reported that on (B)(6) 2015 while in the cath lab the patient had an intra-aortic balloon (iab) inserted via the right femoral artery through a sheath successfully. Intra-aortic balloon pump (iabp) therapy was required for support prior to a pci (percutaneous coronary intervention) procedure. According to the cath lab manager (clm), there was no difficulty with insertion, no alarms on the pump or tortuous anatomy noted. Approximately 24 hours after the insertion, the md was going to remove the iab because the patient no longer needed iabp support. The iab was being removed in the cvicu (cardiovascular intensive care unit) and at this time the md met resistance during the removal. The md sent the patient to surgery for the vascular surgeon (vs) to remove the iab from the patient's right femoral artery. The vs proceeded to dissect the iab out of the artery. According to information the clinical support specialist (css) received from the clm, they have "part" of the balloon to remove. The css was trying to get patient history and information from the unit staff, if they had any signs of blood in the catheter or any alarms in the unit. According to the md there were no alarms. Additional information received on 03aug2015 by the css stated that the understanding was that they did get the catheter out of the patient, but the physician only gave "part" of the balloon to the clm. According to the clm the part that she had did not have the sn on it. The css is guessing when the surgeon removed the balloon, he may have cut part of the catheter body off so he did not have to deal with so much of the catheter out of the body while he was dissecting the artery down to get the rest of the balloon out. The clm understood that they got the entire balloon.

Manufacturer narrative:
(B)(4). Additional information: added UDI number. Evaluation: no product was returned for evaluation. A device history record review was conducted for the lot number/serial number with no relevant findings. The device passed all manufacturing specifications prior to release. Conclusion: the reported complaint of removal difficulty is not able to be confirmed. No product was returned for evaluation. The root cause of the complaint is undetermined.

Event description:
It was reported that on (B)(6) 2015 while in the cath lab the patient had an intra-aortic balloon (iab) inserted via the right femoral artery through a sheath successfully. Intra-aortic balloon pump (iabp) therapy was required for support prior to a pci (percutaneous coronary intervention) procedure. According to the cath lab manager (clm), there was no difficulty with insertion, no alarms on the pump or tortuous anatomy noted. Approximately 24 hours after the insertion, the md was going to remove the iab because the patient no longer needed iabp support. The iab was being removed in the cvicu (cardiovascular intensive care unit) and at this time the md met resistance during the removal. The md sent the patient to surgery for the vascular surgeon (vs) to remove the iab from the patient's right femoral artery. The vs proceeded to dissect the iab out of the artery. According to information the clinical support specialist (css) received from the clm, they have "part" of the balloon to remove. The css was trying to get patient history and information from the unit staff, if they had any signs of blood in the catheter or any alarms in the unit. According to the md there were no alarms. Additional information received on (B)(6) 2015 by the css stated that the understanding was that they did get the catheter out of the patient, but the physician only gave "part" of the balloon to the clm. According to the clm the part that she had did not have the sn on it. The css is guessing when the surgeon removed the balloon, he may have cut part of the catheter body off so he did not have to deal with so much of the catheter out of the body while he was dissecting the artery down to get the rest of the balloon out. The clm understood that they got the entire balloon.